Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) would intermittently inflate. Troubleshooting was performed, to no avail. The ipp was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported intermittent inflation could not be established. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Also, there is no evidence that the device was used or handled improperly. Product analysis summary: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Allegations related to inflation non-conformance were reported. The cylinders and pump were visually tested, leak tested and microscopically examined. The pump underwent a functional testing. The pump passed all tests performed.. The pump kink resistant tubing (krt) was cut to appropriate length for pump functional test. The ms pump passed functional test within specifications. Product analysis did not confirm the reported event. Investigation conclusion: analysis of the device did not confirm the reported event related to an inflation non-conformance. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Risk review and labeling review identified that the adverse events of difficult to inflate is known as a risk of the device.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) would intermittently inflate. Troubleshooting was performed, to no avail. The ipp was removed and replaced. There were no patient complications reported.